Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: femur trabecular metal cruciate retaining (cr) standard porous catalog#: 42502806401, lot#: 63807115, tibia cemented 5 degree stemmed left size g. Catalog#: 42532007901, lot#: 63974422. Foreign source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, the patient underwent a revision due to pain on lateral side of the knee and instability approximately ten (10) months post primary implantation.